Event description:
This lead was implanted on (B)(6) 2013. And was explanted on (B)(6) 2014, as part of whole system explant, due to dissatisfaction with the product. The physician was dr. (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).